Event description:
A customer obtained an erroneously low troponin (accu tni) result on one patient sample. A) the initial result was 0.20ng/ml and 1.99ng/ml upon repeat. B) the result was reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc after the erroneous result was out of range and customer was getting ultrasonic errors. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and discovered the ultrasonic high voltage was out of specifications low. B) the fse replaced the pcb ultrasonics board and verified the ultrasonics voltage along with the pipettor alignments. C) the fse verified repair per established procedures and results meet published performance specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.